Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low out of range pacing impedance measurements. Additionally, some atrial undersensing was noted. The patient had received a shock due to the ventricular rate being greater than the atrial rate, however since some atrial beats were undersensed it was not determined if therapy was appropriate. The device was at elective replacement indicator (eri) and the pocket was reopened to replace the device. The lead was tested via a pacing system analyzer (psa) with acceptable measurements. This device was successfully explanted and replaced. The chronic ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.